Event description:
During the course of middle ear surgery, the tip of the stainless steel curette broke off. The remaining shaft of curette slipped and injured the pt, resulting in temporary facial paralysis. The pt has recovered with no further complications.